Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of phasix mesh (device 1). Per op notes, "synthetic mesh was removed. Placed a phasix mesh (device 1) into the abdomen using tacks." (Ppf/mrr). (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh using echo ps (device 2) and ventralight st (device 3). Per op notes, "adhesions were taken down. Noted the mesh (device 1) in the abdominal wall. A ventralight st mesh using echo ps (device 2) and a ventralight st (device 3) were placed to cover the previous mesh (device 1) into the abdominal wall using prolene sutures." (Ppf/mrr). (B)(6) 2017 - patient was diagnosed with recurrent epigastric incisional hernia thereby underwent laparoscopic repair with the implant of phasix mesh (device 4) and lysis of adhesions. Per op notes, "lysis of adhesions was performed, separated the mesh from the healthy fascia. A phasix mesh (device 4) was placed using sutures." (Ppf/mrr).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. This MDR represents the ventralight st mesh using echo ps (device 2). Additional supplemental emdrs were submitted to represent the phasix mesh (device 1) and ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.